Manufacturer narrative:
Pump received with minor scratched display window, broken reservoir tube lip(the reservoir tube lip completely broken off and the test reservoir will not lock or click in place), missing reservoir tube o-ring. Pump had no missing segments/partial display noted.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is cracked at the lip where the reservoir is locked into place and pieces are breaking off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.